Event description:
It was reported that intra-op during the fiberoptic endoscopic sinus surgery, one rad 60 was mounted into the straight shot in the normal fashion and during the initial activation in the patient's sinus cavity, it demonstrated a significant "wobble" accompanied by an unexpected noise. The mounting of the device was checked, and it was activated again, this time outside of the patient. The same issues were observed. A second rad 60 was then opened and mounted in the straight shot. The same unexpected wobble and odd noise was observed during the initial activation. A third rad 60 was then opened and mounted in the same hand piece. This time, no problems were observed and the case was completed without further incident. There was a procedure delay and the procedure was extended to 10 minutes. The procedure was completed with backup product(s). There was no injury to the patient.

Manufacturer narrative:
H3: product analysis: the pli10 pouch was open on three of the four sides, with the open sides secured with tape. Upon receipt, traces of contamination were observed on the hubs and outer tube. It was also noted that the inner shaft between the hubs was bent. The inner assembly rotated by hand with no binding observed. The device was loaded into a handpiece set to oscillating mode up to 1,500 rpm; during rotation, wobbling with grinding noise was observed. The device failed functional testing due to the defective condition upon return and the inability to rotate properly. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.